Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of the 25 g x 5/8 in. Bd eclipse¿ 1 ml bd luer-lok¿ syringe with detachable needle falls off during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: one picture was received and it was observed that the safety shield was disengaged. A review of the device history and manufacturing records was performed for the incident lot and no issues were identified. CAPA (B)(4) was initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.